Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by power issue. A field service engineer checked all drawers and power connections. Troubleshooting problem with enhanced cubic drawer auxilary 4-2. Replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system hardware was not powering on. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.